Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1918333) on 08-oct-2019. The most recent information was received on 17-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very very heavy periods every month') in a 40-year-old female patient who had essure (batch no. 727105) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and muscle spasms ("sudden cramps in the calf") and was found to have weight increased ("weight gain (more than 30 kg to date)"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, weight increased and muscle spasms had not resolved. The reporter provided no causality assessment for menorrhagia, muscle spasms and weight increased with essure. The reporter commented: the cramps in the calf caused the patient to lose her balance. Patient requested surgery to remove implant years ago, but doctor told her that implants had nothing to do with weight gain. Another appointment was made this month to have the implants removed, since experiencing these new symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of ptc. We received the lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(6)) on 08-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very very heavy periods every month') in a 40-year-old female patient who had essure (batch no. 727105) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and muscle spasms ("sudden cramps in the calf") and was found to have weight increased ("weight gain (more than 30 kg)"). Essure treatment was not changed. At the time of the report, the menorrhagia, weight increased and muscle spasms outcome was unknown. The reporter provided no causality assessment for menorrhagia, muscle spasms and weight increased with essure. The reporter commented: the cramps in the calf caused the patient to lose her balance. Patient requested surgery to remove implant. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2019 for the following meddra preferred term: menorrhagia analysis in the global safety database revealed 3079 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.